Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in alarm history screen. The motor passed motor test. The motor may have had an intermittent failure not detected during our testing. No motion sensor test failure alarm noted during testing. The back light functioned properly. The insulin pump was received with scratched lcd window and cracked reservoir tube lip. All operating currents are within specification. No unexpected blank display noted during testing. The insulin pump was received with scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm and a motor position encoder error alarm. The customer reported that they received a motion sensor test failure alarm as well. The customer's blood glucose was 226 mg/dl at the time of incident. The customer stated that the insulin pump was not dropped or bumped. The customer stated that they were unable to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.